Event description:
Medtronic conducted a post market clinicai follow-up (pmcf) survey to seek out potential new risks and assess performance of the medtronic sentrant introducer sheaths with hydrophilic coating. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 10 years, who has used the device 50 times and 10 times in the last 6 months in a teaching hospital. During use of the sentrant introducer sheath, the following complications were encountered in the previous 6 months: hematoma, blood loss, vascular trauma, device malfunction and death. Of the complications reported none of them were considered related to the device. It was reported that all medtronic sentrant introducer sheaths performed as expected according to the instructions for use (IFU). No further information has or will be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.